Manufacturer narrative:
Results: the first penumbra system 5max reperfusion catheters (5max) evaluated was ovalized approximately 24.0 cm from the hub. Conclusions: evaluation of the first 5max revealed that it was ovalized. This type of damage typically occurs due to improper handling during use. If the device is manipulated or gripped with force during use, damage such as this may occur. Evaluation of the second 5max revealed that it was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance damage such as this may occur. The neuron max mentioned in the complaint was not returned for evaluation, and the root cause of the initial resistance experienced by the physician could not be determined. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01330.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max reperfusion catheters (5max). During the procedure, the first 5max was used with a neuron 6f 088 long sheath (neuron max) for aspiration. The physician then retracted the 5max to do a pass using a stent retriever and noticed that the 5max was kinked. Therefore, the physician continued the procedure with a new 5max. While advancing the second 5max, the physician experienced resistance and suspected that the 5max had become kinked. Therefore, the 5max was removed and was confirmed to be kinked upon inspection. The procedure was then completed using a third 5max and the same neuron max. There was no report of an adverse effect to the patient.